Event description:
The article, "impact of catheterized ductal closure on renal and cerebral oximetry in premature neonates", was reviewed. The article presented a prospective, single center study to assess cerebral and renal hemodynamic changes using near-infrared spectroscopy (nirs) during percutaneous closure compared to surgical closure in preterm infants. The device included in the study was amplatzer piccolo occluder. The article concluded that an improvement in cerebral and renal oximetry following hemodynamically significant persistent ductus arteriosus (hspda) closure was observed. However, the authors did not identify differences in this pattern based on the type of interventional procedure for pda, whether surgery or catheterization. [The primary and corresponding author was (B)(6)] the time frame of the study was from january 2020 to december 2022. A total of 22 patients were included in the study, of which 16 patients received percutaneous closure of pda with an amplatzer piccolo occluder. The average age was 28 days, the average weight was 1445g, and the majority gender was male. Comorbidities included preterm birth, outborn, multiple pregnancy, chorioamnionitis, prenatal corticosteroids, advanced resuscitation.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: impact of catheterized ductal closure on renal and cerebral oximetry in premature neonates summarized patient outcomes/complications of an amplatzer piccolo occluder procedure were reported in a research article in a subject population with multiple co-morbidities including preterm birth, outborn, multiple pregnancy, chorioamnionitis, prenatal corticosteroids, advanced resuscitation. Some of the complications reported were residual shunt and obstruction. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.